Event description:
It was reported that cadd legacy pump error code 1210. No patient injury reported.

Event description:
Additional information received on 12-may-2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the customer's problem was duplicated. Unable to perform on pump due error code 1260 message on the pump display. Root cause was found to be a faulty microprocessor unit board. Replaced microprocessor unit board.